Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was out of shape, bottom roller, carrier guide, and gear worn, and side plates worn on inside edge of bottom roller, so the comb, roller, carrier guide, gear, side plates, bolts, washers, and nuts needed to be replaced. The repair was not completed per customer request and the unit was returned unrepaired to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was a problem with device. It was sent in for repair and service. The event occurred during biomedical engineering test/check. There was no harm or delay. There was an alternate device available for use. Investigation found the comb was out of shape, bottom roller, carrier guide, and gear worn, and side plates worn on inside edge of bottom roller, so the comb, roller, carrier guide, gear, side plates, bolts, washers, and nuts needed to be replaced. No adverse event was reported as a result of this malfunction.